Event description:
Cap broke off between the leur lock [device breakage]. Case narrative: this is a serious complaint spontaneous case received from a health professional in united states. This report concerns a patient (no patient identifiers reported) whose cap broke off between the luer lock during treatment with unknown euflexxa (sodium hyaluronate) solution for injection unknown concentration, 2ml, unknown route and frequency for an unknown indication from an unknown start date to an unknown stop date. On an unknown date, it was reported that the cap of the device (euflexxa) broke off between the luer lock, and the box was not damaged or wet. It was reported that the blister tray was sealed, the product was not used by the complainant, and it was available for return. The lot number was reported as v16305e and expiration date was reported as 17-mar-2025. The cap broke off between the leur lock was considered to be medically significant. Action taken with euflexxa was not applicable. At the time of this report, the outcome was unknown. No concomitant medication was reported. All events in the case were reported as serious. At the time of reporting the case outcome was unknown. Overall listedness (core label) is listed. Reporter causality: related. Company causality: related. Other case numbers: internal # - complaint = (B)(4). Internal # - other = (B)(4). This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the mdd (european council directive of 14 june 1993 93/42/eec concerning medical devices) / MDR (EU) 2017/745 and/or because it did not occur in an EU + efta country + tr and ni and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators. Correction 19-mar-2024: the occupation in reporter tab has been updated from healthcare professional to other healthcare professional.